Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate from (B)(6) reported that the customer's blood glucose readings were not being stored in the memory of a contour plus meter. No adverse event was alleged. The advocate was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.